Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot#: (B)(4), description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the newly implanted patient was experiencing hematoma at the battery site. No infection was present. Physician believed that it was not device related, however was thinking that the surgical technique might have caused the hematoma. The patient underwent an explant procedure and was sent home with antibiotics. No device malfunction was suspected. The patient was doing well postoperatively.